Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -9.00/2.5/100 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). It was indicated that there is lens rotation with a planned lens replacement. Lens remains implanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).